Manufacturer narrative:
Zoll has received the catheter for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
During patient use, solex 7 catheter was inserted into the left femoral vein and insertion was smooth. According to the reporter, the catheter dwell time was 12 hours. During treatment, the saline bag was emptied and replaced on two different occasions. No physical signs of leak was observed on the floor and on the patient's bedside. The catheter and suk was not replaced and temperature management was completed with surface applications. No patient harm or consequences was reported.

Manufacturer narrative:
The reported complaint was confirmed. Visual examination found no physical damage. The proximal and distal lumens could be flushed. The medial lumen had excessive dried blood. The medial lumen could not be flushed due to condition received. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed on the distal balloon. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect.